Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accumax laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during procedure, the tip of the laser fiber was noted to be broken straight from the package. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
Problem code 2907 captures the reportable event of fiber tip detached. Investigation result one flexiva 200 tractip laser fiber was returned broken in one piece with the tip detached, confirming the complaint. The fiber measured approximately 313.4cm from the top of the connector to the tip. The distal tip was not returned. The pattern on the tip face was consistent with a tip detachment. Likely as a result of handling during the procedure. The distal tip was not returned. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation on october 2, 2018 that an accumax laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during procedure, the tip of the laser fiber was noted to be broken straight from the package. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.